Event description:
It was reported that an ilet user experienced persistent hyperglycemia after a supply change while using a 23 in, 6 mm infusion set, and observed insulin leaking within the ilet cartridge chamber despite the cartridge being locked and not overfilled; the user subsequently paired the ilet to the mobile app and was advised to follow care team guidance for back-up therapy and training. Symptoms included elevated blood glucose with a dexcom g7 ¿high¿ reading and a confirmatory fingerstick of 423 mg/dl, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included prolonged hyperglycemia lasting approximately 20 hours and self-management with subcutaneous insulin injections totaling 9 units, without medical intervention or hospitalization. Investigation included collection of use history, counseling to enable mobile app data sharing, and arrangement for return of the suspected leaking cartridge for evaluation. Investigation of this case revealed user-reported insulin leakage from the cartridge area and uncontrolled glucose despite a recent set change, consistent with a suspected cartridge or cartridge-to-pump sealing issue leading to underdelivery. It was concluded, based on previously established findings for similar reports, that the cause was a suspected component failure related to the cartridge assembly or interface, pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.